Event description:
A report was received that a pt was experiencing swelling and tenderness at the pocket site. The physician assessed the pt and prescribed her lidocaine patches for the inflammation. The physician believes the pt does not have an infection, and the pt is reportedly doing well.